Event description:
It was reported that the customer was transported to the emergency room (ER) via ambulance for a blood glucose (bg) level of 17 mg/dl and loss of consciousness. Reportedly, the customer was treated with a glucagon injection and dextrose. The customer was released from the ER with issue resolved. The customer alleged that the pump delivered boluses that the customer did not request. Tandem technical support reviewed the pump logs and determined that the pump functioned as intended and the cause of the bg level was due to customer input. The logs showed that customer requested a bolus and performed a pump override to confirm the bolus request. A replacement pump was sent to the customer to address the issue.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.